Event description:
Olympus was informed that a boston scientific clip was reportedly lodged in an unspecified location within the scope during a therapeutic esophagogastro duodenoscopy (egd) procedure of which the users were able to pass an unidentified forceps twice. The intended procedure was said to have been completed with no pt injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the boston scientific clip reportedly did not dislodge into the pt's body cavity and the user facility reported that it was unk as to the length of time the clip had been lodging within the subject endoscope, but the clip may have been from a prior procedure. There was no report of cross contamination. The user facility reportedly performed manual cleaning with enzymatic detergent followed by high-level sterilization in an ultrasonic reprocessor with cidex opa. The device referenced in this report was returned to olympus for evaluation. The biopsy channel was examined with a boroscope with no obstruction noted. Additionally, the referenced device passed the leak test. This report is being submitted as medical device report in an abundance of caution.